Event description:
The customer reported her blood glucose, carbohydrate intake and insulin history is as follows: the pod was then deactivated and she noticed the cannula was kinked.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported kinked cannula or to determine wether it contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.